Event description:
Event description cpi received information that patient has received inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to oversensing. The physician is considering implanting a dual-chamber implantable pulse generator to help resolve the problem.